Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that sparks were seen coming from the paddle set of the device. There was no report of patient involvement.